Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device moved. Moreover, scar tissue removed and device moved a bit more lateral. The patient develops scar tissue and then pain. This device remains in service. No additional adverse patient effects were reported.